Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that insulin pump had multiple pump error and reservoir was leaked. Customer¿s blood glucose was unknown at the time of incident. Customer is unsure if leak is past 1st or 2nd o-ring. Customer states there is not an air bubble in the reservoir. The customer states that they were able to clear the alarm but unable to rewind the pump. The insulin pump will be returned for analysis.